Event description:
A customer contacted beckman coulter inc. (Bec) hotline on (B)(6) 2012 reporting erratic qc results and questionable initial patient test results on their unicel dxc 600 access clinical system used in conjunction with multiple assays (afp, t hcg, cortisol, inhibin, shbg, and testosterone), which spanned over several days ((B)(6) 2012). The erroneous results were reported out of the laboratory. The customer informed bec's investigation they were not aware of any changes in patient treatment in connection to this event. However, the customer also stated that they laboratory would most likely not be supplied with patient treatment information; therefore, it is unknown if patient treatment was impacted in connection to this event. The customer indicated to hotline they were in the process of retesting some patient samples. The customer began retesting patient samples a day prior to service being dispatched and continued retesting until (B)(6) 2012. The customer obtained repeat results from 175 different patients on multiple assays (afp, t hcg, cortisol, inhibin, shbg, and testosterone) that were not repeating within labeled precision claims of the affected assays. The customer did not question the repeat results and has corrected the patient result reports using the repeat results. The customer did not provided patient demographic or sample collection and testing information. The customer did run controls before and after the incident. Bec hotline dispatched onsite service to evaluate instrument hardware performance. On (B)(4) 2012, a field service engineer (fse) was on site and performed the following: repaired a leaking fitting on the instrument reagent pipettor #2. Replaced the pump belt on pipettor#2. Precision study on shbg to verify hardware performance was acceptable after repairs were complete. Partial high sensitivity system check with acceptable results to further verify instrument performance was acceptable. This MDR documents the event from (B)(6) 2012, which impacted the afp, t hcg, cortisol, inhibin, shbg, and testosterone assays. The events from the different days are captured under the following MDR: (B)(6) 2012 will be documented under MDR 2122870-2012-01903, which impacted afp assay only. (B)(6) 2012 will be documented under MDR 2122870-2012-01904, which impacted afp, shbg, and testosterone assays (B)(6) 2012 will be documented under MDR 2122870-2012-01905, which impacted afp and shbg assays. (B)(6) 2012 will be documented under MDR 2122870-2012-01906, which impacted afp and shbg assays. (B)(6) 2012 will be documented under MDR 2122870-2012-01907, which impacted afp, t hcg, inhibin, testosterone, and cortisol assays. (B)(6) 2012 will be documented under MDR 2122870-2012-01908, which impacted afp, t hcg, and shbg assays (B)(6) 2012 will be documented under MDR 2122870-2012-01909, which impacted afp and t hcg assays only. The failure mode of the event is the leaking instrument pipettor.